Event description:
It was reported the gastrovideoscope puncture needle got caught and punctured the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, inside was punctured by the needle (when inserting the puncture needle, the needle got caught inside the channel, and the needle jumped out), could not be identified. The product has not been returned to qad of shirakawa plant and the investigation was conducted from the obtained information, but we could not presume the cause of the occurrence of the phenomena. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of confirming the instruction manual, we found a description about phenomena.¿ olympus will continue to monitor the field performance for this device.